Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented with inappropriate shock episodes. The implantable cardioverter defibrillator was incorrectly interpreting signal and delivering therapy. No programming changes were completed. There were no patient consequences.